Manufacturer narrative:
The pump was received with all buttons responding properly. However, slight moisture damage was found at the keypad traces. The pump was received with a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the up arrow does not work. Customer's blood glucose was unknown at the time of incident. No further information was given.